Manufacturer narrative:
The product identity was confirmed through patient tracking. The implants were removed in a revision: therefore the complaint is considered confirmed. The distributor reported that the surgeon stated the revision was a due to the patient not following the post op instructions for physical therapy; however this could not be confirmed as the no product, x-rays, scans, pictures, or physicians reports were provided. No functional tests could be performed as no product was returned. For the aforementioned reasons, the most likely underlying cause of this complaint could not be determined. The instructions for use for this product states in the section titled adverse events: "facial nerve dysfunction" it also states in the section titled patient counseling information: "discussion of the following points is recommended prior to surgery. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient." This is report three of three for the same event. Reports one and two are reported on MFR #0001032347-2017-00062 and 0001032347-2017-00063.

Manufacturer narrative:
The precautions in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. The surgeon stated the patient did not follow the post-operative instructions for physical therapy and as a result a revision was performed due to stiffness. Because the lot number is unknown, the device history records could not be pulled and reviewed. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. This is report three of three for the same event. Reports one and two are reported on MFR #0001032347-2017-00062 and 0001032347-2017-00063.

Event description:
It was reported that the patient had a revision surgery of his right temporomandibular joint (tmj) mandible implants. The patient already had the zimmer biomet stock tmj implant. So, the surgeon kept the fossa in from the last case and replaced the mandible. It is reported that there was no allegation the joint did not perform as intended. The surgeon stated the patient did not follow the post-op instructions for physical therapy and as a result a revision was performed due to stiffness. It is reported the surgeon implanted another stock zimmer biomet implant with new screws.